Manufacturer narrative:
This inflatable penile prosthesis was implanted in 2000 and removed in 2005 due to a malfunction. Additional information received from the physician indicates there was a fluid leak. Upon explant, he noted that the source of device failure was immediately apparent. The tube leading from the pump to the left cylinder had fractured at the area where the strain relief joins the pump. A pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the serialized strain relief of the pump. Testing revealed this to be a site of leakage. Abrasion was noted on the non-serialized exhaust tube of the pump, the inlet tube of the pump, and the exhaust tube of cylinder 2. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the serialized strain relief near the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. This supports the physician's observations at explant. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.

Event description:
According to the information there was a malfunction.